Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ needle eclipse 21x1-1/2 rb tw had a safety failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: since no lot number, photos, or samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause could not be determined as there is no sample returned for investigation. During outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. There was no quality notification was raised for a similar non ¿ conformance for the past one year.

Event description:
It was reported that bd¿ needle eclipse 21x1-1/2 rb tw had a safety failure. No serious injury or medical intervention was reported.